Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a slight s-curve in the electrode body near the terminal area just distal of the boot and a crack in the polycin vorite which has started to propagate into the insulation. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed s-curve. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock. Afterwards, there was large amplitude noise oversensed which the physician suspected to be related to the recent field actions. The system was explanted and replaced without incident.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock. Afterwards, there was large amplitude noise oversensed which the physician suspected to be related to the recent field actions. The system was explanted and replaced without incident.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock. Afterwards, there was large amplitude noise oversensed which the physician suspected to be related to the recent field actions. The system was explanted and replaced without incident.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a slight s-curve in the electrode body near the terminal area just distal of the boot and a crack in the polycin vorite which has started to propagate into the insulation. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed s-curve. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed clinical observations.